Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d4, d8, g3, h2, h3, h6, h11. The device was not returned to olympus for inspection, but the reported intermittent image failure was confirmed as a field service engineer was dispatched to customer site who completed a troubleshooting and was able to resolve the reported inconsistency that was experienced with the video signal. Troubleshooting allowed the field service engineer to investigate the issue, which was defined to be with the connection cable. A root cause could not be identified, but based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is component failure of the connection cable, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the video system center had image capture issues being experienced intermittently. The issue occurred during checkup on site. There was no report of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.